Event description:
During a remote follow up, oversensing of myopotentials was observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. Technical support was contacted and recommended reprogramming. Provocative maneuvers were performed; the noise was not reproduced. No additional intervention has been performed. The patient was stable and will continue to be monitored.